Manufacturer narrative:
Additional concomitant medical therapy: seroquel dose unk; ambien 10mg once daily; zynax 1mg 3 times daily.

Event description:
Customer reportedly received results of 591 mg/dl on the aviva system and 167 mg/dl on professional's meter within 10 minutes. Customer was treated with a "salt water" IV and taken to the hospital (no other treatment given). No quality controls were used. At the time of the report, customer no longer had the test strips that produced the discrepant values.